Event description:
It was reported that during an implantable cardioverter defibrillator procedure a buddy wire and the whisper 300 cm guide wire were being utilized in the distal vessel. The whisper was attempted to be removed when the tip became detached and remained in the vessel. Several unsuccessful attempts were made to snare the fragment and it remains in the vessel. The procedure was completed without further incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.